Event description:
The customer called with a complaint that a 19" viewsonic vg930m display had intermittent power with no display. This resulted in a temporary loss of centralized monitoring.

Manufacturer narrative:
The device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device received, analyzes, and displays patient vital signs data from multiple bedside multi-parameter patient monitoring devices through either wired or wireless connections. Welch allyn technical support remotely assisted the customer and found that one of their displays failed. The customer's it department replaced the display and locally disposed of the failed display. With no product being returned to welch allyn, no further failure investigation will be performed. Method: remote troubleshooting.